Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was noted that the patient was not clear on the reason for the call and was very difficult for patient services to understand. Patient services did as good of a job as possible with assisting and documenting the call. The patient stated that she has the ins so that she can be able to walk and for her bladder ("leakage and renal failure"). The patient stated that she had a "spasm attack down there" and a "shutdown". The patient mentioned that she is trying to get some "juice to help her with her stomach". The patient reported being in the hospital and being in diapers. The patient stated that the stimulator isn't doing anything for her and she is in pain. Patient services asked for a date for when all of these problems first started. The patient noted it was in (B)(6) 2018. Per the request of the patient, the patient inquired about getting implanted with two devices. Patient services reviewed and encouraged the patient to continue working with the healthcare provider (hcp) regarding her current issues. The patient to follow-up with hcp. The same day, the patient called and mentioned that she hung up on the previous agents, but she will get a battery for her patient programmer (pp). The patient was wondering if we can send the specs of her device to her hcp so she can go to a hearing for "diabetic milk". Patient services is not sure what the patient was referring to but offered to fax the information. No further complications were anticipated/reported.